Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of bleeding between the mini apical cuff and pump during implant could not be determined through this evaluation. It was reported that during implant of (B)(6), on (B)(6) 2020, before the chest was closed, bleeding was noted from between the mini apical cuff, lot# 7455559, and the pump. The implanting surgeon used a hemostatic agent, and the bleeding reportedly stopped. No adverse patient consequences were reported. The patient remains ongoing on (B)(6), with no further issues at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6), passed all inspection and testing steps. Review of the device history records for the mini apical cuff kit, showed no deviations from manufacturing or quality assurance specifications.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over bleeding between the mini apical cuff and the heartmate 3 pump before their closing their chest. The surgeon used tapotamp for hemostasis and after that there was no visible bleeding between the mini apical ring and the pump.